Manufacturer narrative:
Only the proximal broken segment of the pushwire was returned for evaluation as the distal broken segment remained in the patient and the pipeline was implanted in the patient. The pushwire was broken at approximately 176.0cm from the proximal end. Cross sectional analysis of the break point surface indicated that the failure mode was due to torsional overload. All products are 100% inspected for damages and irregularities during manufacture.pushwire separation.(B)(4).

Event description:
On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline. During the procedure, it was reported that the pipeline (4.00mm x 20mm) was deployed in the m1 segment without issues. During the retrieval of the capture coil, the pushwire broke as it was being pulled back through the pipeline. The physician decided to leave the separated capture coil in place due to the very tortuous anatomy. The physician will put the patient on anticoagulants. No patient injury was reported as a result of the procedure.